Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8.5f sheath hole prior to a electrophysiology (ep) interventional procedure. Reportedly, there was no blood flow noted to be coming from the marker lumen when the prostyle device was positioned in the vessel. The physician repositioned the device and slightly rotated it; however, there was still no blood flow from the marker lumen. The sutures of a new prostyle were successfully pre-placed. The ep interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.